Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in the motor error loop during the bolus and basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the display window.

Event description:
Customer reported a motor error alarm during a basal delivery. It was also reported that the customer received a motor position encoder error alarm. Customer's blood glucose was 172 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer could not recall any significant events leading to the alarm. He also stated he had a magnet in his pocket prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.